Event description:
In 2003, three elevated accu tni results that were suggestive of an ami were generated by the access instrument. All the elevated results were from a single pt. The samples were collected several hours apart. The attending physician questioned the elevated accu tni results from 2003. The physician indicated that the accu tni results did not match the pt's clinical presentation. The samples from 2003 were repeated on four days later by retesting for accu tni, and sending an aliquat of the samples to a reference laboratory. The reported accu tni results were 0.71 ng/ml, 0.74 ng/ml and 0.16 ng/ml. The reference lab was using a johnson and johnson chemistry analyzer (eci methodology) with a reference range of 0.04-0.80 ng/ml. The lab has not received reports of injury requiring medical intervention or change to the pt treatment that can be attributed to this event.